Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. (B)(4)

Event description:
Spoke with the (B)(6), or manager and she advise that the entire banding system was removed. The patient did not want the band replaced at that time, but she believes the patient came back at a later date and had a new band placed.